Event description:
It was reported that the material on the zimmer air dermatome ii handpiece blistered once again since it has been returned from having upgrades done. The issue occurred during kit inspection and there was no patient related issue associated with the event.

Manufacturer narrative:
Investigation of the bubbling and peeling of the surface coating observed with air dermatome ii devices and related components, is still ongoing. The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.